Manufacturer narrative:
One truepass suture passer w/self-capture feature was returned for evaluation. Visual assessment of the device showed the top jaw is slightly bent. Device was tested with a truepass needle, ultrabraid suture and synthetic cuff material. The needle picked up the suture and was captured by the self-capture mechanism on five consecutive passes. Reported complaint of needle breakage could not be confirmed or replicated. A design change was made to address the bent top jaw. This device lot was manufactured prior to the changes implemented.

Event description:
It was reported hat the tip of the needle breaks at the weakening spot where the suture is supposed to pass through and the broken pieces are unable to be remove from the patient's anatomy. The broken tip gets into the soft tissue. The needle was passed at least one time through the cuff, when is passed the second or third time it breaks. No patient injury reported. Back-up device was available.